Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a single row cuff repair, 6 minitape limbs were looped through the healicoil knotless anchor. When trying to insert the anchor, the tip snapped off; the broken pieces were successfully retrieved. There was a backup device available. No significant delay, no patient injuries or further complication were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports the breakage of three healicoil anchors. It was communicated via e-mail ¿that the surgeon used these peek anchors in a construct which was not recommended by the IFU.¿ although the surgical report was requested it was not provided for review. Per case details, the broken pieces were retrieved from the patient. Based on the information provided the clinical root cause of the reported issue could not be concluded. However, we unable to rule out a user/procedural variance as a contributing factor to the reported events. Per the device IFU ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ the impact to the patient beyond the procedure cannot be concluded. No further clinical assessment is warranted at this time. Should additional information become available this issue can be re-elevated. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Correction in b5 (describe event or problem) & h6 (health effect - impact code).

Event description:
It was reported that, during a single row cuff repair, 6 minitape limbs were looped through the healicoil knotless anchor. When trying to insert the anchor, the tip snapped off; the broken pieces were successfully retrieved. This resulted in a non-significant delay. There procedure was completed using a backup device, and no further complications were reported.